Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and a false shorted output stage detection (sosd) alert was noted on the device. The noise and false sosd was suspected to be due to unrelated surgery performed on the day the alert was activated. No anomaly was noted after the day of the surgery. Abbott technical support was contacted and a firmware download was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.